Event description:
It was reported that an ilet pump user experienced hyperglycemia after the dexcom g7 sensor failed and the pump issued dosing stopped and sensor failed alerts; the user did not replace the sensor or enter a blood glucose value until instructed, after which a fingerstick of 420 mg/dl was entered and insulin dosing resumed, with glucose later returning to 162 mg/dl. Symptoms included hyperglycemia and feeling unwell with nausea, which the user reported as typical for him. Outcomes included temporary interruption of automated insulin dosing and a period of markedly elevated blood glucose without hospitalization. Investigation included complaint handling, user education on entering fingerstick values when the sensor is not connected, and follow-up on glucose status. Investigation of this case revealed the hyperglycemia was associated with lack of sensor data and delayed manual blood glucose entry, with device alerts functioning as designed. It was concluded that the device performed as intended and that user actions contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.